Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to customer¿s blood glucose level. Technical support instructed customer to use multiple daily injections as backup therapy and confirmed shipping of replacement pump with updated software.